Manufacturer narrative:
Physio-control further evaluated the replaced therapy pcb assembly at the product analysis center (pac) and couldn't duplicate reported issue. A root cause could not be determined.

Event description:
During evaluation of a physio-control loan device it was observed that device had illuminated its service led and had logged event codes in its memory that are indicative of a device defibrillation problem. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. After replacing therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
During evaluation of a physio-control loan device it was observed that device had illuminated its service led and had logged event codes in its memory that are indicative of a device defibrillation problem. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.